Manufacturer narrative:
(B)(4). Investigation summary: two photos were provided for evaluation. The photos show four syringes with no barrel label. At the plunger rod labeler process, we have a sensor that is challenged at the shift start. Based on the investigation and photos received, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the potential root cause is attributed to the plunger rod labeler process. When the machine stops and restarts again it may have a missing barrel label and escaped; there are no additional controls to detect it. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5 ml saline fill (B)(4) sp had no label. This occurred on 5 occasions before use. The following information was provided by the initial reporter: when opening the package, the product has no label.